Event description:
Caller is a plastic surgeon who reported using five implant devices on (B)(6) 2018. The first implant broke prior to usage. The second implant caused the pt gross post-surgical infection resulting in surgical intervention and drainage. Three months later, the pt was fully healed. The second and third pts suffered from erythema and discharge. The last pt was fine. A month ago, the caller found a forum on the american plastic surgery society website where the members discussed post-surgical infections when using implant. Some pts required antibiotics, others required removal. Caller urges FDA to read the forum.